Event description:
It was reported that the brakes on one of their hospital beds allegedly could not be engaged. The bed was stuck in the steer position, rendering the brake function inoperative.there was no injury related to the event.